Event description:
It was reported that the customer went to the emergency room with a blood glucose of 515 mg/dl and ketones. The customer was treated with intravenous fluids of insulin and saline. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.